Manufacturer narrative:
Unit was received in no manufacturing mode noted. The insulin pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked select button keypad overlay. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump was damaged. Customer stated the retainer ring on the insulin pump was missing. Customer stated they removed the reservoir few weeks ago and the customer's mother had reported that the buttons were not responding. The time advances on the display. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.